Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced two episodes where the ilet was believed to deliver insulin when it should not, including one event associated with hypoglycemia and concern for continued dosing after device removal. Symptoms included diaphoresis, clamminess, and loss of consciousness, with a lowest reported glucose of 60 mg/dl and duration under 30 minutes. Outcomes included user assistance required for recovery and correction with oral sugar, without seizure, ems activation, or hospitalization. Investigation included review of engineering logs and user interaction data. Investigation of this case revealed that the patient manually announced a meal during a system stop for low glucose on one occasion and clicked to resume insulin on another occasion, after which insulin was paused again, with no post-event dosing recorded; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause unclear for the hypoglycemic event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.